Event description:
It was reported that a child had his left thumb stuck in the bed canopy lock hole. It was stated they were able to remove the thumb after 20 minutes and the patient had suffered a superficial abrasion as a result.

Manufacturer narrative:
The customer had stated they were not alleging any component level defects with the unit. No device problem occurred.

Event description:
It was reported that a child had his left thumb stuck in the bed canopy lock hole. It was stated they were able to remove the thumb after 20 minutes and the patient had suffered a superficial abrasion as a result.